Manufacturer narrative:
Date of event: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle pulled out of hub while using bd safetyglide¿ needle. No patient impact reported. The following information was provided by the initial reporter: upon engaging the safety needle guard to cover the used needle, the needle detached from the securement base. No injury to staff or patient.

Event description:
It was reported that needle pulled out of hub while using bd safetyglide¿ needle. No patient impact reported. The following information was provided by the initial reporter: upon engaging the safety needle guard to cover the used needle, the needle detached from the securement base. No injury to staff or patient.

Manufacturer narrative:
H6: investigation summary: two photos were provided to our quality team for investigation. Through visual inspection, it was observed that cannula disconnected from the hub. Based on the investigation with the photo sample analysis the symptom reported is confirmed. Since no physical sample displaying the reported condition was received a potential root cause could not be defined. A device history record review was completed for provided lot number 1204567. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.